Event description:
Allegedly, patient underwent r tkr on (B)(6) 2023. Revised on (B)(6) 2025 due to instability. 10mm insert replaced with a 14mm insert. (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent r tkr on (B)(6) 2023. Revised on (B)(6) 2025 due to instability. 10mm insert replaced with a 14mm insert. C25-202.